Event description:
It was reported that the user experienced intermittent communication failure resulting in signal loss from the dexcom g7 to the ilet, while readings continued on the dexcom and later resumed on the ilet after troubleshooting education, with no alerts or alarms noted; the issue pertained to wireless connectivity between devices. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure, with involvement of the wireless antenna as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.